Event description:
International affiliate reports that a procedure performed to remove the l3 vertebral body and spinal devices were implanted. On (B) (6), 2009, the surgeon second minimally invasive procedure was performed to stabilize the section l3-d9 that appeared fractured after the first surgery. After this second stabilization surgery, the pt started to experience lumbago. Examination of the pt and x-rays revealed mobilization of left screw in location l3. Revision surgery was performed.

Manufacturer narrative:
The screw is not available for eval. Review of the device history record cannot be performed as the product code and lot number are unk. No info is available regarding pt's bone quality. There was no report of the pt experiencing any post-op trauma. Examination of the provided x-rays revealed that this was a spinal construct spanning approximately seven levels, consisting of six screws placed at three levels, two (fairly straight) rods, an anterior support plate (non-depuy), and a mesh cage placed anteriorly. There are no end caps used with the mesh cage. No definitive conclusions can be made. This appears to have been a challenging case. At this time, the complaint is considered to be closed.